Event description:
The user facility reported that the device indicated that an unspecified quantity of morphine was delivered to the patient but the solution bag was still full after the expected infusion. There was no negative outcome to the patient. Info regarding administration set was not provided. No other info is available.

Manufacturer narrative:
The device was returned to baxter's product analysis lab for eval. During eval the device powered on normally and a functional test was conducted per procedure, passing all tests. Three add'l tests were conducted at 10ml/hr for 30 mins and again the device passed all tests. The reported condition of non delivery could not be confirmed as the device performed within specification. The pump was opened and inspected for any loose parts or other damage, and none were observed. The device will be returned to the customer.